Event description:
It was reported that there was a separation between the main body (light blue) and the twist clamp of a minicap transfer set. The event was further described as ¿the white twist clamp was loose from the light blue main body, it was not completely separated, but was very loose¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.